Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power on the compact air drive device was too weak. It was further determined that the reverse locking mechanism and the reverse trigger were blocked. It was observed that the bearing and seals were worn out. It was further determined that the device failed pretest for check triggers for forward/reverse mode, check for air leak and check reverse locking mechanism. It was noted in the service order that the device had an undetermined malfunction during post-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.